Manufacturer narrative:
The insulin pump had no unexpected off no power anomalies/alerts, weak battery alerts, blank display anomalies, battery icon anomalies or low battery alerts noted during testing. The insulin pump passed pump self-test, off no power test, unexpected error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The operating currents are within specification. The insulin pump had minor scratches on lcd window, cracked lcd window, cracked case at display window corners, partially broken off reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed "battery-out" even after replacing the batteries with new ones. The customer's blood glucose level was unknown at the time of the incident. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.